Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1019883, medical device expiration date: 2021-06-29, device manufacture date: 2021-01-19. Medical device lot #: 1018218, medical device expiration date: 2021-06-30, device manufacture date: 2021-01-18. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 6 false negative results were obtained. Repeat tests were performed using an antibody rapid test and the results were positive. The customer stated there was no patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: "false negative results".

Manufacturer narrative:
H.6. Investigation: this statement summarizes the investigation results regarding the complaint that alleges a false negative/discrepant results event related to a procedural error when using kit bd veritor for rapid detection of sars-cov-2 ce (material # 256089), batch number 1019883/1018218. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation was not necessary as the cause of the false negative/discrepant results issue was related to a procedural error resulting from not following the instructions called out in the instructions for use (IFU). Root cause was determined to be user error. A tend analysis was performed and no adverse trend was identified. Bd quality will continue to monitor for trends. H3 other text : see h.10.

Event description:
It was reported while testing for sars cov-2 6 false negative results were obtained. Repeat tests were performed using an antibody rapid test and the results were positive. The customer stated there was no patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: "false negative results."